Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report the insulin pump had been alarming for no delivery for the past 10 days. Blood glucose reading was unknown at the time of the call. The customer had tried changing the entire set and the issue persisted. Troubleshooting was performed. Advised the customer on other ways to remedy this issue. The insulin pump will be replaced. Nothing further reported.